Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that during the explantation of an asnis screw, the screw fractured. The implantation was on (B)(6), 2012 and the explantation was on (B)(6), 2012. No adverse consequences for the patient was reported.

Manufacturer narrative:
Evaluation summary: provided x-rays permitted to confirm the event that the screw broke. Due to the fact that the affected device was not returned for evaluation and no detailed and relevant information was provided the root cause of the complaint event could not be determined. Please note the remark from the asnis op-tech: "the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill 2.7mm (702449) and use of the cannulated tap 4.0mm (702454) is recommended, especially when placing oblique screws." Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or more detailed and relevant information becomes available the investigation report will be updated.

Event description:
It was reported that during the explantation of an asnis screw, the screw fractured. The implantation was on (B)(6) 2012 and the explantation was on (B)(6) 2012. No adverse consequences for the patient was reported.